Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. There was a longitudinal tear 22mm long starting from the proximal end of the balloon. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.00mm x 20mm maverick 2 balloon catheter was advanced for dilatation. However, during second inflation at 20 atmospheres for 10 seconds, the balloon ruptured due to heavy calcification. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient condition was good.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.00mm x 20mm maverick 2 balloon catheter was advanced for dilatation. However, during second inflation at 20 atmospheres for 10 seconds, the balloon ruptured due to heavy calcification. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient condition was good.